Manufacturer narrative:
Brand name-asku and model number-asku. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate due to infection and pain.